Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure treating a gastrointestinal (gi) bleed using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and the ruby coil became stuck. Upon attempting to retract the ruby coil, it began to unravel; however, the physician was able to removed the ruby coil by retracting the pusher assembly. The procedure was then completed using the same non-penumbra microcatheter, a new ruby coil, and non-penumbra coils. It should be noted the physician did not use a rotating hemostasis valve and did not maintain continuous flush. There was no report of an adverse effect to the patient.